Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, and excessive no delivery test. Unable to prime during prime test due to faulty force sensor. No motor error alarm noted. Motor was tested outside the device and passed. Insulin pump received with minor scratches on lcd window, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported receiving a motor error on his insulin pump while attempting an infusion set change. The customer's blood glucose was 17.8 mmol/l. He was unable to rewind the insulin pump and advised to discontinue use of the insulin pump and to revert to a back-up plan. Nothing further was reported.